Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. Right ventricular (rv) lead capture management 15 days detail data shows measurement ok on (B)(6) 2016. Prior measurements had been aborted. Appears clinician programmed output to 5v on (B)(6) 2016. During acute phase device will not go below last user programmed value. No data available for lead impedance measurements as of save to disk file from (B)(6) 2016.

Event description:
It was reported that post operative the device failed to measure lead impedance and later the capture management aborted all but one measurement and right ventricular (rv) lead was high. Furthermore, two months later the device still fails to display lead impedance. The device shows a lower than expected longevity for a new implant. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.